Manufacturer narrative:
The technician found the hydraulic fluid was low. The technician replaced the hydraulic fluid to repair the bed.

Event description:
Info received indicates the head section cannot be raised.